Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tube stopper didn't fit and the tube contained foreign matter. The following information was provided by the initial reporter: "the stopper didn't fit to the tube. Fm attached to the tube wall."

Manufacturer narrative:
Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for stopper cocked and foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and stopper cocked and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tube stopper didn't fit and the tube contained foreign matter. The following information was provided by the initial reporter: "the stopper didn't fit to the tube. Fm attached to the tube wall."